Manufacturer narrative:
This report is submitted on march 09, 2018 by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [108877-device analysis report.pdf]

Event description:
Per the patient's surgeon, the patient experienced infection at implant site however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2018. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the reported infection that occurred was not device related.